Manufacturer narrative:
Tested 5x retained devices with positive and negative standard. All devices yielded valid and accurate results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. A review of the returned customer instrument logs was conducted. The cause of the customer's reported experience could not be definitively determined by the log review. Root cause: unable to determine with retain testing. Source: phone.

Event description:
Customer reporting a discordant patient sample found during a validation study performed at their site. Customer communicated the sample was sofia flu b positive; pcr negative. . Additional reports will be filed for the separate events. Customer communicated the following information on the validation patient samples & their collection; patients are both male and female with age ranges of 23-98. Patients are all symptomatic and most are within 5 days of onset of symptoms. Samples were collected simultaneously and were run within 24 hours of collection.